Event description:
Reported due to inability to cross and seal a perforation resulting in a surgical procedure. The physician attempted to seal perforation in an unknown location with a graftmaster stent graft. Reportedly, the physician attempted the graftmaster placement and "the device would not cross the lesion." Pt was sent to surgery for "emergent coronary artery bypass (cab)." The exact reason for inablity of the device to cross the lesion is unknown. The current status of the pt is unknown. Although requested, no additional pt info was provided.

Event description:
In 2005 the pt inderwent stenting of a "very lortous left circumflex vessel." Reportedly, the stenting caused an acute coronary dissectin of the circumflex vessel resulting in pericardial effusion and cardiac tamponade. A "jomed-covered stent was attempted to occlude the area of perforation but the stent would not traverse the tortuous segment to reach the area of perforation." Attempts at evacuating the pt's pericardial effusion were unsuccessful percutaneously due to the presence of a large amount of clot. It was then elected to take the pt emergently to the operating room for evacuation and bypass of the obtuse marginal vessel. The pt had no cardiac complications postoperatively. Reportedly, the pt did have "postoperative fib" and was treated with amiodarone. The pt was discharged 9 days later "feeling remarkably well".